Event description:
Ous MDR - after an implantation period of about 45 months, oversensing with inappropriate therapy was reported. No adverse pt side effects have been reported. The device was explanted. The date of implant for this device was not provided.